Event description:
In (B)(6) 2014, a 27mm biocor was implanted. On (B)(6) 2019, the device was explanted due to a torn valve. Additional information has been requested.

Event description:
In (B)(6) 2014, a 27mm biocor was implanted. On (B)(6) 2019, the device was explanted due to a torn valve. Additional information has been requested, but unavailable.

Manufacturer narrative:
An event of explant due to a torn valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.